Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer received an occlusion alarm while delivering a bolus. There was no impact to the customer's blood glucose (bg) level. Tandem technical support had the customer perform a system check and the occlusion appear to possibly be within the infusion set cannula. However, the customer indicated that the tubing was to be reattached to the same site and the bg level would be monitored. The customer indicated that if another occlusion occurred, the infusion site would be changed.